Event description:
We received a report from our office in europe regarding a male pt who experienced ocular pain, a 'light burn', and ocular redness after his first time use of oxysept 1 step and not adding the neutralizing tables (misuse). He had difficulty removing his lens, using a lot of water to remove it. He sought medical treatment and was prescribed chloramphenicol eye drops. He was told there was no permanent damage and the eye drops were to avoid an infection. He took a couple days off of work and wore sunglasses because his eye was sensitive to light. Symptoms resolved in less than 8 days. On (B)(6) 2011, f/u with his health care professional indicated the pt was diagnosed with an 'acute infection' post contact lens insertion and confirmed treatment with an antibiotic. He jumped the event as 'definitely' related to use the device. The pt indicated that he thought the carton of oxysept 1 step needed better labeling to warn customers about hydrogen peroxide exposure.

Manufacturer narrative:
(B)(4) - photophobia. A review of the mfg records for the reported lot was performed; no deviations were noted and product met all specifications. Physico-chemical analysis results of the returned unit and a retained unit from the reported lot are correct and all parameters are within established acceptance criteria. Visual eval (appearance) of the returned unit was performed; result was within product specification. Microbiologic eval of a retained unit from the reported lot showed the solution to be sterile. All pertinent info has been submitted.